Event description:
It was reported that the pump touch screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer addressed bg with an alternate insulin pump. The customer reverted to an alternate method insulin therapy.